Manufacturer narrative:
Selenia dimensions: uncommanded c-arm movement- the complaint was reported as uncommanded c-arm movement. The c-arm rotated without pressing any buttons. The field engineer (fe) was dispatched to the site and noticed the rotary switch was sticking. The fe replaced the rotary switch which resolved the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. Initial evaluation: the rotary switch was received for further investigation by the post market quality assurance (pmqa) team. The replaced rotary switch harness was 3189 days old. A visual inspection of the part indicated no visual abnormalities. Investigation methods and findings: the returned rotary switch was installed on a working gantry (serial number: (B)(6)). The gantry was able to move from 90 to -90 degrees without issue. No uncommanded motion was experienced. The switch¿s turning motion was slightly rougher when compared to a new switch. After moving the c arm for 2-3 minutes the switch stopped working completely. After 5 minutes of no use, the switch was able to rotate the gantry without issue again. Cause/root cause: the investigation was unable to confirm the uncommanded motion or sticking rotary switch. The investigation did find the rotary switch showed signs of wear. The likely cause of the issue is wear and tear due to part age. Conclusion: a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no other complaints for uncommanded c arm rotation due to a rotary switch failure. The complaint review identified the failing rotary switch was original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. The rotary switch was tested under basic functional operation check ¿ c-arm rotation switch and no issues were found. System product code: sdm-00001-3d. Serial number: (B)(6). System manufacture date: 7/6/2015. System installation date: on (B)(6) 2015. Unique device identified (UDI): (B)(4).

Event description:
It was reported that on april 10, a selenia dimension procedure was performed, and during the procedure, the c-arm rotated upside down without pressing any button. A field engineer examined the devices and found that the switch was sticking. The field engineer replaced the carm rotational switch assembly. The equipment met the manufacturer´s specifications. No injury to the patient or staff was reported. No other information is available.